Event description:
It was reported that subsequent to the implant of a protegen sling, the patient was injured and damaged and the device was removed. The device was not returned for eval.

Event description:
Additional info received from the pt included experiencing urinary tract and yeast infections, voiding difficulties, leakage, worsened incontenence, cysts in the pelvic bone tenderness, pain, odor and dispareunia. She reported the sling deteriorted and her bladder dropped. Co's directions for use outline as potential complications: "infection..."